Manufacturer narrative:
The root cause for the reported issue of an over infusion of potassium phosphate was not determined. The reported issue that there was an over infusion of potassium phosphate could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states," potassium phosphate infusion started at rate ordered on mar. Verified medication with charge rn. Infusion set to run over approximately 4 hours. 15 minutes later: patient calls this rn into room, states IV pump is beeping. Pump beeping air in line. This rn notices that fill chamber of tubing and medication bag are empty. Infusion clamped. Charge rn to beside. Pumps setting again verified as correct by charge rn. Patient on full cam since beginning of "profanity", no clinical changes noted. No complaints from patient. Pharmacist to beside. Showed pharmacist where back was full to upon arrival to floor, in between the 75 and 50 line of the bag. Difficult to see the numbers above 75, as they are covered by sticker. Surgery pa notified. Approximately 1 hour later: bmp labs drawn. 10 minutes later: k+ result, 3.0. 75 ml was the total infusion amount ordered. Rate set to 18.75 ml/hr per mar order. When pump alarmed air in line, pump was showing 71.7 ml left to be infused. Based on timing and rate, patient got 3.25ml of infusion by the time of pump alarm. There was patient involvement.

Event description:
Received a copy of the customer's medwatch report from FDA which states," potassium phosphate infusion started at rate ordered on mar. Verified medication with charge rn. Infusion set to run over approximately 4 hours. 15 minutes later: patient calls this rn into room, states IV pump is beeping. Pump beeping air in line. This rn notices that fill chamber of tubing and medication bag are empty. Infusion clamped. Charge rn to beside. Pumps setting again verified as correct by charge rn. Patient on full cam since beginning of shift, no clinical changes noted. No complaints from patient. Pharmacist to beside. Showed pharmacist where back was full to upon arrival to floor, in between the 75 and 50 line of the bag. Difficult to see the numbers above 75, as they are covered by sticker. Surgery pa notified. Approximately 1 hour later: bmp labs drawn. 10 minutes later: k+ result, 3.0. 75 ml was the total infusion amount ordered. Rate set to 18.75 ml/hr per mar order. When pump alarmed air in line, pump was showing 71.7 ml left to be infused. Based on timing and rate, patient got 3.25ml of infusion by the time of pump alarm. There was patient involvement and no patient harm.